Event description:
It was reported during a routine check the cardiosave intra-aortic balloon pump (iabp) upper display had shadow at left lower corner . There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit found display abnormal, had shadow at left lower corner. Also found machine shut down automatic during run test. A getinge field service engineer (fse) replaced a power management circuit board and lcd display (upper). Complete cardiosave pm to factory specifications. Device passed all functional and safety tests according to factory specifications. Device was returned to the customer and cleared for clinical use. No patient involvement. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received the following parts associated with this complaint: pn: display top lcd. This part was received with a reported unit failure message of found shadow at the left lower corner on display. Performed visual inspection of this part received and the fat dept. Verified the blue liquid shadow inside the screen. Due to shadow the fat dept. Cannot be investigated further. Display top lcd failed testing. The part will not be going to supplier, as the supplier unable to test it and therefore has rejected it. Retaining display lcd in the fat dept. As per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.